Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801802202, femoral head 12/14 taper, 62430191 unknown, unknown serf liner, unknown unknown, unknown novae cup, unknown. Report source, foreign ¿ event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00590. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent a left total hip arthroplasty . Subsequently, the patient underwent revision due to infection and premature wear less than one year post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a left total hip arthroplasty . Subsequently, the patient underwent revision due to infection. Attempts have been made and additional information on the reported event is unavailable.